Event description:
The customer reported that the device was intermittently failing to power up.

Manufacturer narrative:
The customer reported that the device was intermittently failing to power up. This complaint is still being investigated. A f/u report will be submitted upon completion of the investigation.